Event description:
It was reported the pt was experiencing persistent pain at her ipg site. It was noted the pt does not currently have stimulation, (ref. MFR report 212947-201315097). It was also reported the pt was going to consult with her physician for possible relocation of her ipg pocket. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.